Manufacturer narrative:
Evaluation is progress, but not concluded.

Event description:
During preparation for use for a cardiopulmonary bypass procedure, the central control monitor of the heart lung console did not function as expected. Control of pumps and safety sensors remained available through redundant local controls. There was not adverse consequence to the patient as a result of this event.